Event description:
As reported by the (B)(6) field clinical specialist, after the (B)(6) 14f esheath+ was removed, several unsuccessful attempts were made to insert the manta sheath over the j guidewire and the manta sheath was unable to be advanced into the vessel. There is no allegation or indication of an (B)(6) thv device malfunction or adverse event associated with an (B)(6) thv device. There was no allegation of any ()b(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).